Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels due to the pump's inability to reverse correct while delivering a bolus. Reportedly, the lowest bg value was 45 mg/dl and ranged from 62 mg/dl to target of 125 mg/dl. Customer consumed carbohydrates to manage low bg levels and to prevent further lows. Additionally, customer reported that paramedics were called twice and glucose injection was administered to treat low bg levels. Customer indicated that there was no emergency room treatment or hospital admission. Customer reported being stable when paramedics left the home. Tandem technical support advised customer to consult with health care provider regarding personal profile settings as this can impact bg levels.